Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. There is a 6mm longitudinal tear starting 5mm from the proximal markerband. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty. The device presented no evidence of any material or manufacturing deficiencies. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.50mm x 8mm nc emerge® balloon catheter was advanced for dilatation. However, the device failed to cross the lesion and the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Complainant city: (B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.50mm x 8mm nc emerge® balloon catheter was advanced for dilatation. However, the device failed to cross the lesion and the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.